Event description:
This lead got stuck in the tricuspid valve during the implant so the physician decided to cap it and leave it in the body. Another pacing lead was implanted. There were no adverse events reported for this patient. Should additional information be received, this file will be updated.